Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a calcified lesion in the mid lad. The lesion was non-tortuous and exhibited 70% stenosis. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop/tray. The protective sheath was on the stent when it was removed from the hoop. No resistance was noted when removing the sheath. The sheath was not gripped on the most distal end of the sheath during removal from over the stent/balloon. The stent was not handled directly post removal of the sheath. It is reported that something different was noted with the stent when preparing the stent to enter the non-medtronic haemostatic valve, by passing the stent in a sterile heparinized compress. Visually the stent was reported to be ok, therefore, it was decided to use the device in the patient. It was reported that resistance was encountered when passing the device through the lesion. After the second time feeling resistance, the resolute onyx device was removed. It was then noted that the stent was deformed. The physician does not believe that the event is due to the use of the device in a difficult lesion morphology/patient anatomy. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was returned off the delivery system. The delivery system was not returned for analysis. Stent was returned expanded. No deformation was evident along the returned stent. Additional information: resistance like friction between the stent and the compress was experienced. It was reported that it felt as if the stent was scratching the compresses. Even so, the device was advanced to reach the lesion. The stent was reported to have been expanded outside the patient's body out of curiosity. If information is provided in the future, a supplemental report will be issued.